Manufacturer narrative:
The actual complaint product was returned for evaluation. Visual inspection revealed that the molded head, tube and balloon appeared to be discolored with foreign substances on the exterior and interior of the device. The balloon was filled with 5cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port. The balloon was manipulated in order to try and identify a leaking area on the device. No leakage was observed. After examining for the leaks in the balloon, the jejunal port was infused with water for flushing, there were signs of leakage in the tubing. The feed port was then infused with methylene blue to show a fluid pathway. Once infused, the dyed water exited from the gastric skives indicating there was leakage between lumens. A closer look at the returned sample (under 30x magnification) identified a tearing effect on the tubing wall between jejunal and gastric lumens. The manufacturing processes which could potentially contribute to this failure mode were reviewed during a process assessment performed by the quality engineer. The device was manufactured according to specification requirements and there were no tasks or deviations performed that were abnormal to the established validated processes. Manufacturing conducts visual and functional inspections of each component throughout production. No root cause for the reported issue could be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned for evaluation.

Event description:
It was reported that the jujunal lumen of the device perforated in a section of the tube that remained in the stomach. The device was placed on (B)(6) 2016. On (B)(6) 2016, the patient was admitted to the hospital with aspirational pneumonia. A fluoroscopy performed on (B)(6) 2016 confirmed a perforation of the device. The tube was replaced on (B)(6) 2016 without injury, however the patient required a 13 day hospital stay for the aspirational pneumonia. The patient was supposed to be receiving jejunal feeds only, not gastric feeds. The patient's parents had been performing frequent flushes every 2-4 hours, of 10ml water as directed. No further information has been made available at this time.